Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, receiving a replace sensor alert on the ilet while glucose readings continued on the dexcom app, and customer support guided the user to switch app settings from g6 to g7 and re-enter the pairing code, then advised a waiting period for pairing to complete. Symptoms included no adverse clinical effects or alarms. Outcomes included no impact beyond pairing failure to the ilet. Investigation included customer education, guided troubleshooting, and confirmation of ongoing cgm function via the dexcom app. Investigation of this case revealed that the cgm hardware and sensor continued to function, and the issue was limited to communication and configuration for pairing with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and connectivity configuration.